Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) observed error message "system computer needs service" repeatedly during multiple boot attempts. The issue was isolated to the printed circuit interface (pci) flex cable. When a lab-use cable was installed, the ccm moved past the error screen and booted properly. There was no damage or other contributor noted on the pci flex cable. The product was sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "system computer needs service" error message displayed on the central control monitor (ccm). The problem persisted even after restarting the ccm. The ccm screen did not load and they were unable to proceed with operation. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.